Manufacturer narrative:
(B)(4). The complaint chamber was not received by fisher & paykel healthcare ((B)(4)) for evaluation. Without the return of the complaint device for inspection, we are unable to confirm or determine the root cause of the reported fault. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the alleged damage occurred post-production, possibly during storage or transport. The mr290 user instructions state the following warning: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that an mr290 autofill humidification chamber was cracked. The chamber was unused and was found to be cracked 'out of the box'. Accordingly, there were no patient consequences.